Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy (B)(4). There was no patient involvement.

Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaints of fails accuracy +7.40% cannot be confirmed through, incoming inspection, performance verification tests or accuracy testing . Probable cause may be using uncalibrated tools accuracy test #1-20.0 ml.